Event description:
Cautery not working, cords were replaced, bovie pad replaced, bovie unit replaced x3, foot pedal replaced x3, disposable electrodes replaced x3. Fluid replaced x3. Clinical engineering support called. Could not get the equipment to function. Surgeon aware and actively trouble shooting the issue. Clinical tested equipment and showed the bovie units were functioning outside of the patient. Procedure was completed using button system.